Event description:
It was reported when an asymptomatic patient presented to clinic, fluoroscopy revealed externalized conductors. Electrical measurements were normal. The patient is in good condition. The lead will continue to be monitored.